Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The devices were manufactured more than three years apart. There are no returns or repack operations for either device showing in the as400 system. Additional system research indicates that all pieces from the reported lots have been delivered to an end customer and/or invoiced to the international market, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Extract from sales report below yields that the only similarity is both codes were sold to and shipped to the customer but not at the same time. Similarly the cardex report shows that both lots were at distribution centres but at different times. The investigation can draw no conclusions with the information made available. The issue will be monitored via sep-419 and no corrective action has been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was implanting a gription cup that was the scrub staff and he checked as being 54mm. The cup would not go in the reamed acetabulum. The box was checked again and confirmed it read 54mm, next the labels were checked which revealed the cup from the box was a 58mm. Box part number 1217-32-054 lot 107141 label part number 1217-32-058 lot 583894 there was a delay of 10-15 whist the cup situation was clarified.